Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retained and returned devices. Source: phone.

Event description:
Reported 3 false positive sars results, patients were asymptomatic. The customer communicated one result was confirmed negative by molecular (pcr testing).